Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was treated with juvéderm® volux¿ xc to the penis for penis enlargement. The patient received 8 mls to the shaft using a 22 gauge tsk cannula and 2 mls to the glands with a 27-gauge needle that came in the box. This was not the patient¿s 1st treatment. The hcp stated that patient has had 6 treatments since two and a half years prior. The patient requested a prescription for prednisolone. The patient had self-prescribed antibiotics as an oral surgeon. The patient stated that it was healing but could see filler in the area. The patient stated that it was a batch of bad filler. This record captures the prior 6 treatments.